Event description:
The recipient is reportedly a poor performer and experienced decreased performance. Device testing revealed results within normal limits. Programming adjustments were made, and the recipient's performance improved, however, the recipient decided to proceed with revision surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed, as well as tool damage to the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.